Event description:
It was reported that the physician observed a high impedance reading. It was reported that the device was programmed off after observing the high impedance. It was reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance reading. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.